Manufacturer narrative:
Follow-up report indicated that the device was not returned for analysis. There were no reports of further complications. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Manufacturer narrative:
Awaiting return of the device for investigation.

Event description:
It was reported to nevro that a patient experienced pain and swelling at the ipg pocket site. The patient was admitted to the hospital and was confirmed to have developed an infection. The device was explanted and the patient was discharged. The patient is currently recovering at home and is receving IV antibiotic treatment. There are no further reports of complications.